Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was an unknown malfunction of the 90 degree screwdriver. It was unknown when the issue was discovered. There was no patient involvement. It was further reported that the screwdriver blade pulled out of the 90' screwdriver shaft by hand, once loaded. This should not be possible without using the inset removal. This report is for an unknown 90 degree screwdriver. This is report 1 of 1 for (B)(4).